Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was produced and error e224 occurred. In addition, the focus ring was noted worn. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s400-xz-eb, 4k camera head to olympus for repair due to a report that the camera would not focus. Upon inspection and testing of the returned device, it was found that the camera would not focus due to an "e224" scope communication error. This report is submitted due to the e224 error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 18-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the communication error could not be determined. Though, e224 is an error that occurs when communication between the camera head and the processor fails. Olympus will continue to monitor field performance for this device.